Event description:
It was reported that a screw is divergent from the nail. A revision surgery has not been performed as of this date.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
This complaint case reports the divergence of a screw from an intertan nail. A review was performed by a health professional of the one single post implantation xray photo taken early after the procedure, most likely, because the skin staples are still present. However, based on an assessment of the xray photo, it is unclear what size and type of screw was implanted with the intertan nail but the xray shows insufficient reduction and stabilization of comminuted fracture of the trochanteric neck leading to diverging screws, likely user error. Furthermore, the patient¿s medical history, bone quality and other additional clinical relevant information are unavailable for inclusion in the clinical assessment.